Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused. The problem happened during delivery at the infusion department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information b5 : it was additionally reported that the device was programmed to run 500ml of fluid, when the device alarmed to indicate infusion complete it showed 500ml delivered but actually only 270ml were delivered. Additional information h6 and h10: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction d4: serial number is (B)(6) and not 999988 as initially reported. Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The device was found to deliver within specification during flow testing. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.